Event description:
It was reported that the customer had a air bubbles anomaly on the insulin pump. The customer's blood glucose level was 8.5 mmol/l. The customer stated that when she is filling up reservoir she is getting air bubbles but she is able to remove them before connecting tubing. The customer was advised that it is normal to get air bubbles when filling the reservoir and explained to her how to remove them. The patient was advised to make sure that when disconnect to do fixed prime before connecting and customer understood.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.